Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts at the proximal end that were bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left circumflex (lcx) artery. Following pre-dilatation with a 2.0mm semi-compliant balloon catheter, a 2.25 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician decided to use a guidezilla guide extension catheter for support; however, after removal of the synergy¿ stent, it was noted that the stent was lifted up. The procedure was completed with another of the same device supported by a guidezilla. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left circumflex (lcx) artery. Following pre-dilatation with a 2.0mm semi-compliant balloon catheter, a 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The physician decided to use a guidezilla guide extension catheter for support; however, after removal of the synergy stent, it was noted that the stent was lifted up. The procedure was completed with another of the same device supported by a guidezilla. No patient complications were reported and the patient's status was good.